Event description:
It was reported that during a cholecystectomy procedure, the doctor used the clips. The first one was not bent when the doctor squeezed the firing trigger. The doctor used the other device. When he fired the second one's trigger, its jaw was not closed. The case was done with the other same like device and there is no damage for the pt.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2010. Info anticipated, but unavailable at this time.